Manufacturer narrative:
The device was returned for analysis. The device difficult to open or close could not be confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It was reported by a clinical specialist, that it was probable the physician did not pull the plunger until the suture was taught. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: ¿. Continue to pull back on the plunger until the suture is taut, which confirms that the suture has been fully retracted from the body of the device.¿ it is not determined there was an IFU violation, however, in this case, the physician was instructed this was a possibility, the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. Based on the reported information and the returned device analysis, the difficulties are undetermined. In this case, clinical specialist thinks the physician may not have pulled the suture enough (if referring to step 3). It may also be possible they did not relax the device enough to establish a mark prior to closing the foot which may have freed the suture. In either case, the suture may still have been caught under the foot prohibiting the foot from fully closing. This condition likely led to the vessel damage when the device was tugged free inducing the added treatment. The reported patient effect of vascular dissection is listed in the perclose prostyle IFU as a known adverse event associated with use of suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, prior to prostyle device removal, the suture was not pulled so the foot was not totally closed as the suture positioned under the foot instead of being when aligned all along the device. During retraction of the device, the artery tore as the foot plate was partially opened. The sheath was upsized to 16f and the aaa procedure was completed. Surgical suturing was performed to treat the vessel damage and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier - failure to follow steps / instructions.